Event description:
The patient reported that boluses he delivered on (B)(6) 2011 are not showing up in the pump history. The patient denied any blood glucose excursions. There is no further information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box data from the time of the complaint was not available. A 10 unit bolus was programmed on the pump and the pump recorded the bolus in the history accurately.